Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department as they had received shocks from their implantable cardioverter defibrillator (ICD). Review of transmissions from the ICD revealed that the device had delivered 2 inappropriate shocks for an episode of atrial fibrillation with rapid ventricular response that was binned by the device as ventricular fibrillation. No intervention was performed and the patient was in stable condition.